Event description:
Pt presented with coronary artery disease and an 8cm aaa and 7mm iliacs bilaterally which were heavily calcified. In (B) (6) 2009, an evar attempt was made on the right side with a 28-16-140bl bifurcated device, however, unsuccessful. An attempt was made on the right side, and was unsuccessful as well. The decision was made to convert the pt to open repair. About 30 minutes into the procedure, the pt went into cardiac arrest, and was revived. A surgical graft was sewn in; the procedure lasted approx 3 hours. While being closed, the pt went into cardiac arrest again, and died.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt had history of cad; presented with heavily calcified iliac vessels.